Manufacturer narrative:
Due to characterization limit e1 initial reporter name is (B)(6). The product has been returned to the manufacturer,but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported that the sensation plus 50cc had while going on cardiopulmonary bypass in or, noticed that lost pressure readings on cardiosave. Because going on bypass, not urgent and asked for ideas. Suggested checking connections including fiber optic connection. While prepping patient to move to ICU, wiggled the fo plug to check it and lost numbers again. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6. Type of investigation findings, investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath a portion of the pressure tubing was cut off and not returned a kink was observed on the catheter tubing approximately 724cm from iab tip a sensor output test was performed and the sensor was found to be within specification the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above. No escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: a1 (sex, weight), b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.